Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant falsely low results were obtained on three patient samples. A customer service engineer (cse) was dispatched to the customer's site. After inspecting the analyzer, the cse replaced the sample and reagent impeller, source lamp, sample mixer impeller assembly, and cuvette segment. The cse cleaned the sample probe and the sample drain. Analyzer verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The customer provided the cuvette segment to siemens for further evaluation. On 05-oct-2020, siemens identified that this reaction cuvette is defective, and this was in alignment with the issues identified in urgent medical device recall (umdr) achc 20-05.b.us and urgent field safety notice (ufsn) achc 20-05.b.ous. Umdrachc 20-05.b.us was sent to us customers and ufsn achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Ufsn achc20-05.c.ous and ufsn achc20-05.d.ous was issued march 18, 2020. The follow up ufsn achc20-05.c.ous provides additional instructions, to a laboratory that utilizes comma "," separators (rather than period ".") To successfully evaluate the data and determine if cuvette segments are acceptable for patient sample testing. Ous customers who received ufsn achc20-05.b.ous released in february will receive achc20-05.c.ous with the additional instructions). The follow up ufsn achc20-05.d.ous provides the additional instructions to a laboratory that utilizes comma "," separators (rather than period ".") To successfully evaluate the data and determine if cuvette segments are acceptable for patient sample testing. In this case the additional instructions are intended for ous customers who have not received the achc20-05.b.ous.

Event description:
A discordant, falsely depressed calcium_2 (ca_2) result was obtained on a patient sample on an atellica ch 930 analyzer. A depressed glucose hexokinase 3 (gluh_3) result was obtained on another patient sample and a discordant, falsely depressed albumin (alb) result was obtained on a third patient sample on the same analyzer. The falsely depressed results were not reported to the physician(s). The samples were repeated on the same instrument and the repeat results were higher than the discordant results. The repeat results were reported, as the correct results to the physician (s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.